Event description:
The device was used during a gastrectomy. Reportedly, after firing, the staples were not formed properly. No pt injury was reported. Another device was used to finish the procedure.